Event description:
The patient was admitted to the hospital due to acute pain and vomiting. The symptoms occurred after the voltage of his implantable neurostimulator was increased. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).